Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noisy signals. Technical services (ts) reviewed the device data and noted oversensing on the stored atrial tachy response (atr) electrograms (egms) demonstrating high-frequency noise on both the shock egm and the right atrial (ra) channel. Ts noted that far-field signals, including myopotential noise, may be observed on the shock egm; however, the ra lead was a non-boston scientific product. Review of lead trends demonstrated intermittent decreases in ra pacing impedance, suggestive of a possible integrity issue involving this ra lead. No adverse patient effects were reported. This ICD remains in service.